Event description:
Saline t separated from the blood line and the pt lost 400-450cc of blood defective bloodline.

Event description:
Add'l info rec'd from MFR 09/08/03: question #1-visual analysis and dimensional testing were performed on the returned device. During the visual inspection the defect reported was detected. The saline line was separated from the "t" connector. It appears that insufficient solvent was used at this bonding junction. Priming tubing and "t" connector were within dimensional specifications. Question #2-in an evaluation of the data received to date it is the opinion of fmcna that the device failed to meet its performance specifications. However, there was no indication of the reported defect found during a review of the device history record and extrusion inspection records. The lot met all release criteria. No other complaints have been filed on this lot number. Question #3-the device has been returned to the manufacturing site for analysis. Question #4-the conclusion from the analysis of the data provided is confirmed for a separation of the saline line from the "t" connector. A corrective action has been implemented which includes: clear saline tubing was replaced for frosted saline tubing. Frosted tubing facilitates the solvent application and operator can detect inadequate or no solvent application. Complaint lot number produced prior to the corrective action. Date of this report 09/08/2003.